Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level of 514 mg/dl later it was treated with manual injection. Customer stated that the insulin pump and transmitter were not communicating, also 2 sensor needs to be replaced as one was filled with the blood and the other one has lost its adhesive property. Troubleshooting was performed, advised the customer to disconnect the transmitter from the sensor and check connections. Upon reconnecting, the transmitter and the insulin pump were communicating, and the sensor connected alert was received. Also, the product not adhering to the screen was because the sensor was pulled out by accident. The insulin pump will not be returned for analysis.